Event description:
The manufacturer received information alleging an alice nightone device no longer needed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found foam particles and there were no error code present.